Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the sigmoid area during a polypectomy in colon procedure performed on (B)(6) 2026. It was reported that during the procedure, the device was inserted, grasped the tissue and locked but when it was time to deploy the clip it was not possible to do. The clip was possible to reopen, and the procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.